Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a housing issue and alarmed "depleted battery" even with new batteries. There was no reported adverse event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The cause of the issue was found to be the motor gears locking up, not rotating, and non functional downstream occlusion sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.